Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks, signs of slight melting, partially erased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure two fibers failed. With 104,944 joules used and 17:42 minutes the metal cap of the first fiber was noted to have disconnected. The fiber was exchanged and with 235,122 joules used and 36:35 minutes expended it was noted that the second fiber metal tip disconnected but remained attached to the ¿fiber holder.¿ the fiber tip (cap) of both fibers were not cleaned during the procedure. There is no information regarding how the procedure was completed. Patient outcome ¿ok¿ reported. There was no injury to the patient reported. This report is for first failed fiber.